Event description:
It was reported that a spectrum pump shut off. This occurred during delivery in the intensive care unit. The pump was switched out to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the pump shut off when running on battery power only. A review of the event history log revealed 'improper shutdown'. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.